Manufacturer narrative:
The reported event of skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
During the procedure, skiving occurred. The guidewire was inserted and the dilator and sheath were successfully placed for transseptal puncture. The guidewire was removed and a non-abbott needle was inserted without issue. The positioning for transseptal puncture was not correct so the needle was removed and the guidewire was advanced once more. Difficulty was noted when advancing the guidewire through the tip of the introducer. The dilator was removed from the patient and the guidewire was attempted to be inserted into it however the inner dilator was blocked. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.